Manufacturer narrative:
Inform ii base unit is located on case with (B)(6). Reporter is unsure which meter produced the spark; therefore, no meter will be returned. Product is not expected for return.

Event description:
The reporter alleged that the inform ii meter and base unit had "sparks" when the meter was docked into the base unit. No adverse event reported. Reporter is unsure which meter produced the sparks; therefore, no meter will be returned.